Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that while moving the patient for transport, the implanted impella cp pump was pulled back across the aortic valve. As the patient's lv (left ventricle) function was improving, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was unsecured touhy-borst. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05606. D3 manufacturer name, address, city, state, and fax number, d4 model number, d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank.